Event description:
A customer reported that the equipment displayed too much occlusion and the touchscreen was defective upon switching from continuous mode to pulse during a procedure. The case was completed using the same sys following a one hour delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).